Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device had a red alert in latitude system with v-tachy mode programmed to value other than monitor plus therapy. Attempts to obtain additional information to find out reason of deactivating the crt- d device was unsuccessful. This crt- d device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.